Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. Testing was unable to provide evidence of the air in line alarm. The reported condition could not be verified. However, the device was found to be out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard pump presented the air in line alarm. There was no report of patient involvement or medical intervention. No additional information is available.